Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
A dried white residue on patient's shoulder was suspected to be the patient's chemo leaking. They saw a leak between tubing and leur lock closest to patient's port. Tubing was never completely disconnected. Reservoir volume decreased to 99.3 without any leaks. There was patient involvement, and no patient harm/adverse event reported.